Event description:
After initial deep brain stimulator programming, the pt had good therapy. A week later, he lost therapeutic benefit and was seen in clinic. Interrogation revealed the device was in a power on reset date. It was used 362 hours since implant. Therapy set to amplitude 1.5 volts, pulsewidth 210 microseconds, rate 30 hertz, 0-3+. The device was reprogrammed. The pt was doing fine afterwards. The pt experienced another loss of therapeutic effect. The pt was again seen in clinic. The device was in a power on reset state. Programming had reverted to the settings mentioned earlier. The pt hadn't had any remarkable electromagnetic interference exposure, although he did have his teeth cleaned, although the timing did not closely correspond to either of the incidents. The device was reprogrammed again. Reference mfg report 3004209178-2010-09978. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).